Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:during testing, the pump was powered on and emitted audible tones and vibration, however the display screen was blank. The pump case was removed and the display was found to be cracked. The broken display was replaced with a test display. The display screen functioned properly with the test display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, display had gotten dimmer overnight and is now difficult to read. Patient reported that the display issue was not resolved by battery change or contrast reset. Patient denied trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.